Manufacturer narrative:
A1 -patient identifier: updated. E1 - initial reporter phone: (B)(4). Device evaluated by MFR: the athletis device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 40 atmospheres as per athletis specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 25mm distal from the proximal markerband. A visual and tactile examination identified no kinks or damage to the shaft and to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 12.0mm x 40mm x 75cm athletis balloon catheter was selected for use in a percutaneous transluminal angioplasty procedure of an arteriovenous fistula. Inside the patient, during inflation of the balloon at 8 atmospheres, the balloon burst. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the 70% stenosed target lesion was located in the mildly tortuous and non-calcified radiocephalic arteriovenous fistula (avf). The balloon ruptured upon second inflation at 8 atmospheres for 1 minute.

Event description:
It was reported that balloon rupture occurred. A 12.0mm x 40mm x 75cm athletis balloon catheter was selected for use in a percutaneous transluminal angioplasty procedure of an arteriovenous fistula. Inside the patient, during inflation of the balloon at 8 atmospheres, the balloon burst. The procedure was completed with another of the same device. There were no patient complications as a result of this event.